Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the nurse was unpacking the guidewire the corewire tip of the guidewire was exposed. The guidewire did not come in contact with the patient. The procedure was completed with another jagwire.

Manufacturer narrative:
Device presents the dream end damaged exposing the core wire tip. The device returned was consistent with the incident reported that the tip of the guidewire was damaged. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore, the most probable root cause is ¿handling damage.¿ a DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. (B)(4) for the reported event of tip detachment. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the nurse was unpacking the guidewire the corewire tip of the guidewire was exposed. The guidewire did not come in contact with the patient. The procedure was completed with another jagwire.